Manufacturer narrative:
The customer decided not to repair the device at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Phone # (B)(6).

Event description:
The customer reported the power supply is not stable; cannot open the device; malfunction of the power supply. The customer reported there was no patient involvement.